Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 22.6 cm and the proximal conductor was fractured at 54.8 cm from the connector pin. The initial reported event of sensing, impedance, noise, fracture and intervention was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular lead had a lead integrity alert triggered for elevated sensing integrity counts, high rate non sustained episodes and high/undefined pacing impedance. As well, there was oversensing, noise and a fracture on the low voltage portion of the lead. The lead was explanted and replaced. No patient complications are reported as a result of this event.